Manufacturer narrative:
Physio-control replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator, u2.

Event description:
The customer contacted physio-control to report that their device's display was completely white and the device had logged a critical event code. A white display can be indicative of a lock up condition. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issues. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was completely white and the device had logged a critical event code. A white display can be indicative of a lock up condition. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.